Event description:
The customer reported that during use of the bio-screw universal tri-lobe modular driver in an acl reconstruction procedure on (B)(6) 2014, the tip of the driver broke off and logged itself into the back of the genesys matryx screw and remained implanted. As reported, the tip of the driver was broken off when the surgeon was trying to achieve screw fixation in the patient's tibial tunnel. Even though the tip of the driver broke off and remained in the back of the screw, the surgeon felt there was enough fixation achieved with the screw without having to use an additional interference screw. The procedure went on and was successfully completed with no further complication or patient injury and without the need for a backup driver or additional screws. As reported, other than a 15 minutes delay, the procedure was completed as planned and the patient was discharged as per routine hospital protocol for this type of procedure.

Manufacturer narrative:
Conmed received a "damaged" bio-screw universal tri-lobe modular driver on (B)(4) 2014 for evaluation. Visual inspection confirmed the reported breakage and found the tip had broken off at the "30" etch mark. The broken portion was not returned, as it remained securely logged in the back of the matryx interference screw in the tibial tunnel. Visual examination of the attached photos revealed the area of breakage was jagged in appearance, which indicates heavy usage and/or questionable care and handling of the device. This device was manufactured on 23-oct-2006 and there are no other complaints received for this lot number. A review of the DHR found no ncrs or any abnormalities that could have caused or contributed to the reported breakage. A 2-year review of the complaint history for this device family was performed, and the safety risk was evaluated as acceptable. The bio-screw universal tri-lobe modular driver is a reusable device that is cleaned and sterilized between uses. Based on the manufacturing date of 23-oct-2006, this reusable device has been in use for nearly 8 years. In this instance, the most likely cause of this reported breakage was due to heavy use and/or excessive lateral force applied to the tip of the driver during use. To reduce the risk of tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following cautions: upon insertion into the bone tunnel, do not bend or use as a lever arm. Do not use driver to pry, as bending or breakage may occur. Examine the driver prior to screw engagement for gouges, scratches, or dents. Also, ensure the tip is not bent so as not to impede the engagement of the screw. The presence of these defects increases the risk of screw breakage. Full insertion of the tri-lobe driver within the lumen of the matryx interference screw is mandatory for proper implant delivery.